Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received, the belt was fully functional and able to detect and treat. However, upon evaluation, the trunk connector over-mold was missing, the connector was cracked and would not securely latch with a test monitor. The cause of the code 107 is likely the insecure connection between the electrode belt and monitor. The cause of the insecure connection is the damaged connector was not positively identified. No adverse event resulted from the damaged connector. The patient was issued a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his electrode belt. The patient's downloaded revealed multiple occurrences of code 107 - multiple abnormal shutdowns. The patient was issued a replacement electrode belt.